Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the caller was reporting poor communication and that they couldn¿t use the programmer because they were experiencing poor communication. The patient stated this morning on the day of the call, they didn¿t feel stimulation and had an accident so they were trying to use the equipment to change settings. The patient tried using the programmer prior to the call. During the call the patient confirmed the antenna was secure and synced with the ins and the poor communication was resolved. The patient confirmed stimulation was on program 1. The patient did not report the stimulation voltage. It was noted the patient was recently implanted. The patient reported they removed bandages on saturday per their health care physician (hcp) recommendation and then stated they had tape over implant. There were no further complications reported/anticipated.